Manufacturer narrative:
This MDR was submitted in error. Please refer to 1218950-2019-05020 for correct emdr related to the event.

Event description:
The customer reported that there was no audio alarm. There was no adverse event or patient harm reported.